Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Lot number 263978 has been added to field d4 as per device received. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the sample was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed for lot number 263978, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 425cc mentor memorygel breast implant on the left side and with 450cc mentor memorygel breast implant on the right side and experienced bilateral breast implant rupture during replacement surgery with mentor gel implants on (B)(6) 2020. This report is for the patient¿s right-sided device.